Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, sepsis and respiratory failure as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. No product is available for investigation; however, in the event that the heartmate 3 lvas, serial number (B)(6), is returned this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 04mar2021. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists respiratory failure, sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to respiratory failure and sepsis. Additional information was requested but not provided.